Event description:
It was reported that during the internal carotid artery (ica) aneurysm stent embolization procedure, the "approx 20 cm distal to the proximal segment" of the microcatheter broke. There were no reported complications due to this event, and the pt was in a stable condition.